Event description:
Report 1 of 2. Reference MFR report #1627487-2014-08084. It was reported the patient's scs stimulator isn't working anymore. After the patient's scs system revision on (B)(6) 2014 (reference MFR report #1627487-2014-25225), the patient is reportedly now falling and the stimulation bothers her and causes more pain when her system is on. The patient stated the ipg feels like "it is ripping her skin inside" of her. X-rays were taken but no anomalies were found according to the patient's physician. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.